Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The reported patient effect restenosis is listed in the xact instruction for use as a known adverse event potentially associated with carotid stents and embolic protection systems. Based on the information provided, a conclusive cause for the reported stent fracture and subsequent patient effects could not be determined. The unexpected medical intervention and hospitalization were related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in the right internal carotid artery (ica) with 75% stenosis. On (B)(6) 2020, the patient was successfully implanted with a 8.0x40mm xact stent in the right ica. On (B)(6) 2021, a second procedure was performed as the previously implanted stent had become separated and it was noted the stent had 63% re-stenosis at the fractured site. A new stent was placed over the separated stent. There was no clinically significant delay. No additional information was provided.